Event description:
The customer called technical support (ts) reporting that the device has touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Manufacturer narrative:
The touchscreen assembly was returned to the failure investigation lab (fi). Visual inspections of the returned part revealed evidence of deep scratches on the screen. Touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. Physical damaged resulted in the deep scratches on the screen.